Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Tandem technical support educated the customer to remove any residual air from the cartridge as per the user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.